Event description:
The customer observed falsely decreased architect myoglobin results. The (B)(6) male patient presented with chest pain and shortness of breath. The customer provided the following results, unit of measures not provided: initial result using serum (architect myoglobin) 39.1 (normal is <140). The patient was retested with wholeblood using a different method (triage) and generated a result of 162 (normal range provided 0.0-107). The patient sample was re-run using the architect myoglobin assay generating a result of 42.2. The patient sample was sent to another lab and tested by another method (lab corp myoglobin) generating a result of 40. There has been no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed using lot 32624un12; testing met the acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Labeling also does not support the comparison of the architect stat myoglobin assay to other methods. Based on the available information no product deficiency and no malfunction of the architect stat myoglobin reagent list number 02k43, lot number 32624un12, was identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.